Event description:
A non-healthcare professional reported that following a cataract extraction with an intraocular lens (iol) implant procedure, the lens was explanted in a secondary procedure. The reason for the explant was unknown. Additional information was requested and received there was no patient harm and issue resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).